Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache on (B)(6) 2011, postoperative nausea, postoperative vomiting, migraine, depression, dysplasia, pap smear abnormal, abdominal discomfort, asthma, abdominal pain and menorrhagia. Concurrent conditions included uterine prolapse, retroverted uterus and dyspareunia. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2012: hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain. Left tubal ostia have 3-4trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Event vaginal pain was added. Lot number was added. Event onset date was updated. Concomitant and historical conditions were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet was received. Event injury was updated to events from pfs- dysmenorrhea (cramping), pelvic pain, abdominal pain. Reporter information, date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache on (B)(6) 2011, postoperative nausea, postoperative vomiting, migraine, depression, dysplasia, pap smear abnormal, abdominal discomfort, asthma, abdominal pain and menorrhagia. Concurrent conditions included uterine prolapse, retroverted uterus and dyspareunia. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ( (B)(6) 2012:hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain. Left tubal ostia have 3-4trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.